Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to pd failure and toxin buildup. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6)2025 due to weakness, malaise, and uremia (elevated bun and creatinine). Hematological testing confirmed the patient¿s uremia, and the patient was transitioned to hemodialysis (hd) while the patient¿s uremia is investigated. Although the specifics are unknown due to the patient remaining hospitalized, it was reported by the nephrologist that the patient is experiencing peritoneal membrane failure and was likely no longer compatible with pd therapy. Although the exact cause of the peritoneal membrane failure is unknown, the pdrn stated she was confident it was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Given her newly diagnosed peritoneal membrane failure, weakness, and malaise the patient was transitioned permanently to hd therapy for rrt. The patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided) and a permanent hd catheter (not a fresenius product) was placed. As of (B)(6)2024, the patient¿s symptoms have resolved, and the patient has recovered from the serious adverse events. The patient tolerated the transition to hd therapy without difficulty and is awaiting placement to an outpatient dialysis clinic.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the a visual inspection of the returned cycler exterior showed no signs of physical damaged. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
Correction: h.6.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to pd failure and toxin buildup. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2025 due to weakness, malaise, and uremia (elevated bun and creatinine). Hematological testing confirmed the patient¿s uremia, and the patient was transitioned to hemodialysis (hd) while the patient¿s uremia is investigated. Although the specifics are unknown due to the patient remaining hospitalized, it was reported by the nephrologist that the patient is experiencing peritoneal membrane failure and was likely no longer compatible with pd therapy. Although the exact cause of the peritoneal membrane failure is unknown, the pdrn stated she was confident it was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Given her newly diagnosed peritoneal membrane failure, weakness, and malaise the patient was transitioned permanently to hd therapy for rrt. The patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided) and a permanent hd catheter (not a fresenius product) was placed. As of (B)(6) 2024, the patient¿s symptoms have resolved, and the patient has recovered from the serious adverse events. The patient tolerated the transition to hd therapy without difficulty and is awaiting placement to an outpatient dialysis clinic.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to pd failure and toxin buildup. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2025 due to weakness, malaise, and uremia (elevated bun and creatinine). Hematological testing confirmed the patient¿s uremia, and the patient was transitioned to hemodialysis (hd) while the patient¿s uremia is investigated. Although the specifics are unknown due to the patient remaining hospitalized, it was reported by the nephrologist that the patient is experiencing peritoneal membrane failure and was likely no longer compatible with pd therapy. Although the exact cause of the peritoneal membrane failure is unknown, the pdrn stated she was confident it was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Given her newly diagnosed peritoneal membrane failure, weakness, and malaise the patient was transitioned permanently to hd therapy for rrt. The patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided) and a permanent hd catheter (not a fresenius product) was placed. As of (B)(6) 2024, the patient¿s symptoms have resolved, and the patient has recovered from the serious adverse events. The patient tolerated the transition to hd therapy without difficulty and is awaiting placement to an outpatient dialysis clinic.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of uremia, characterized by weakness and malaise, which warranted hospitalization and the permanent transition to hd therapy. The nephrologist attributed causality to peritoneal membrane failure, thus the patient was transitioned to hd. There is growing evidence that peritoneal vascular changes are mainly responsible for increased solute transport and ultrafiltration failure in long-term pd. However, the precise pathophysiologic mechanisms initiating and propagating peritoneal fibrosis and angiogenesis remain elusive. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.